Event description:
Patient came into clinic to get his daily antibiotic treatment. I started administering the push ceftriaxone in his peripherally inserted central catheter (PICC) line in his right upper arm. I started to administer, and I noticed the patient was acting like he was in a good amount of discomfort and showing facial grimacing. I stopped and assessed the line further. Upon further assessment the line was positional, sluggish to push with slight tissue swelling. Patient stated that the discomfort he was feeling was close to the insertion site. This is abnormal and decided to go ahead and switch line out for a new one in the left arm. Once the line in the right arm was removed, there was a clear kink and crack in the PICC line around the 6cm mark. New line placed successfully in left arm. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc catheter with sherlock 3cg tip positioning system (tps) stylet (per site reporter). No response as of 12/23/2024.